Event description:
Doctor had difficulty removing a 6 x 70 raabe sheath from right femoral artery (rfa). Sheath severed during removal. The patient went to the or for removal of the sheath. The product broke apart in the patient and the patient had to be taken to the or to have part of it removed surgically. Cook medical 6 x 70 raabe sheath, ref #g11636, lot #12_8740.